Event description:
Catheter connected to ultrasound machine and did not produce any images onto the screen. Catheter disconnected and reconnected, no images on screen. New device opened with no issues.